Manufacturer narrative:
Additional details have been requested regarding the reported event. However, the customer refused to provide additional information. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 8 years since the subject device was manufactured. Based on the results of the investigation, glue peeling was confirmed which may be caused by excessive force applied when handling the device. Following the instruction may have prevented the indicated phenomenon. "Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The event date is (B)(6) 2021, when the peeling of the glue was noted. The reporter¿s occupation and health profession are unknown at this time. Further inspection of the returned device confirmed the customer¿s complaint of a ¿distal leak.¿ a leak was noted from a hole on the bending section rubber. Scratches were observed on the scope¿s control body. A minor chip on the pink probe was noted; however, not exposing the glue underneath. The scope connector was found loose. The movement of the scope¿s control knob was inspected and found to be loose with play (udlr). The cause of the physical damage to the scope cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported a leak was observed at the scope¿s distal tip. There was no patient involvement reported. The scope was returned for evaluation and found the glue peeling off the elevator mechanism making this a reportable malfunction.